Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect total b-hcg result of 122.1 miu/ml was generated for a patient sample that retested negative at <1.2 miu/ml twice. No impact to patient management was reported.

Event description:
The customer stated that a false positive architect total b-hcg result of 122.1 miu/ml was generated for a patient sample that retested negative at <1.2 miu/ml twice. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of reagent lot 46064ud02. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 46064ud02 was identified.